Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the obturator inserted through the sleeve causing the deformation of the seal mechanism. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device presented a leak. Unknown how case was completed. There were no adverse consequences for the patient.